Event description:
Reporter (facility) initially noted error message displayed on system. No injury to pt, but unable to finish case at that time. Received legal petition alleding serious injury; that pt received treatment, and that these injuries will result in some permanent disability. Specific nature of alleged injuries, treatment and disability have not been provided to date.